Event description:
It was reported the patient had endocarditis. The defibrillator and leads were removed due to the infection. The device and leads were not replaced at the time of explant. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4): full lead returned, analyzed and no anomalies found. Additional findings of defib conductor distorted, inner tubing kinked/buckled, apparent explant damage, and blood in/on helix mechanism (sleeve head) and in/on helix mechanism.